Event description:
The report indicated that 55 mins into bypass surgery, the pt was going to be rewarmed and the heater/cooler was turned on. Following one min of water circulation, the clinician noted blood in the tubes of the heater cooler. A new oxygenator was placed into the circuit. The pt was not injured. The clinician did not follow the instructions for use which accompanied this device.